Manufacturer narrative:
(B)(4). Results of investigation: carefusion was able to verify the reported issue. Visual inspection revealed the ac adapter's lemo connector pin # 1,2,3,4 and 5 were burnt and had melted. Carefusion scrapped the ac adapter because it is not repairable. This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.

Event description:
It was reported to carefusion that the ac adapter had a burnt lemo connector and a burnt ac adapter. It is unknown at this time whether there was any patient involvement associated with this complaint.